Event description:
An authorization to retrieve explants has been received from the patients attorney indicating a revision. Additional information: litigation papers allege the patient suffered pain as a result of the asr implant.

Event description:
An authorization to retrieve explants has been received from the patient's attorney indicating a revision. Reason for patient's revision is unknown at this time.

Manufacturer narrative:
**Update** (B)(4) 2012- plaintiff's preliminary disclosure form was received, which identified doi information right. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec¿d (B)(4) 2013 ¿ medical records were received. Revision operative report indicates the following: aseptic loosening of acetabular component; pain; chronic abductor avulsion; communication of the hip joint to the bursal area with a straw-colored fluid; fluid. Invoice located and part and lot numbers identified. Complaint and mdrs updated accordingly. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.